Event description:
Patient had bilateral subcutaneous mastectomies and insertion of bilateral breast implants ten years ago in another institution. Nine years ago the patient had the right implant revised, in another institution. Patient c/o pain in right breast. Patient elected to have bilateral silicone implants exchanged for saline implants due to recent publicity and pain. Right silicone implant noted to be intact when exchanged for saline implant. Left silicone implant noted to be broke when exchanged for saline implant. It is this left silicone implant which doctor requested to be reporteddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, unanticipated adverse reaction - long term. Conclusion: device failure occurred but not related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, use of all similar devices stopped permanently. The device was not destroyed/disposed of.